Event description:
It was reported a patient experienced abdominal pain and cloudy effluent and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized 3 days prior to death for these events and was treated with unknown IV antibiotics. The cause of death was reported as metastatic renal cell carcinoma, but could not be confirmed. It was unknown the patient recovered from abdominal pain and cloudy effluent prior to death. The patient was not performing pd therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.